Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited possible loss of capture (loc) or fusion. The caller was advised to bring the patient in and performing a capture management test on different positions to make sure that the capture management is seeing as it should. The device remains in use. No patient complications have been reported as a result of this event.